Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was apparent external interference that was detected as vf leading to four inappropriate shocks. Noise was not reproducible by isometrics. The signal was high in amplitude and was highly variable. All episodes correlated to the same date and time when the patient was in the hospital. No changes have been made at this time and the patient was not reported to be otherwise symptomatic. It was mentioned that the patient is in a long term hospital currently on a ventilator.